Event description:
The unit had been working on internal battery. Was alarming low battery. The user plugged in an energized power pack and the vent failed (all ventilation stopped, all led indicators out). Does not show a charge indicator when a known good mains power pack is connected.